Event description:
It was reported by service report that the right foot positioning subassembly was not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot positioning subassembly.